Manufacturer narrative:
Additional information was received that the physician believed infection was procedure related. Any possible infection had been resolved. The patient was reportedly doing well.

Event description:
A report was received that the patient had a suspected infection at the lead site. Symptoms included warmth at the incision site and some drainage. The physician believed that the infection was not device related. The patient was prescribed oral antibiotics which appeared to have been effective.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had a suspected infection at the lead site. Symptoms included warmth at the incision site and some drainage. The physician believed that the infection was not device related. The patient was prescribed oral antibiotics which appeared to have been effective.